Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up oversensing was noted. The device was post-paced t-wave oversensing on the ventricular lead when pacing. The patient did no receive therapy during oversensing. The device was reprogrammed to what was suggested by technical services and would be discussed with the physician. No additional information was available.